Event description:
Customer reported receiving an error alarm each time he changes the battery. The blood glucose reading was 120 mg/dl. He stated that the alarms had been occurring for a while and did not occur during the rewind. He stated that each time he would clear the alarm and then had to rewind the insulin pump and reset the date and time. He stated that the insulin pump was not stored or out of use for an extended period of time but that the alarm occurred shortly after inserting a new battery. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed self test, error test, basic occlusion test and displacement test. However, was unable to prime insulin pump during prime test due to faulty force sensor. Unable to perform excessive no delivery test due to prime anomaly. No unexpected error alarms or time/date resetting anomaly noted. No alarms were noted. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.